Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, the patient noticed a very large, severe bruise on the back of her leg that was getting bigger. At 20:58 on (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 6.8 inr. The patient did not use alcohol when preparing her finger for sample collection. The patient then immediately went to the emergency room seeking medical treatment for the bruise and to be re-tested as she did not feel the meter result was accurate. At the emergency room, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.5 inr. The patient was not admitted to the hospital, but was given a bandage and an ice pack for the bruise on her leg. The doctors wanted to give her a vitamin k shot, but she declined. The doctors also wanted to give her a scan due to the severe bruise, but she declined, citing she is allergic to the intravenous contrast dye. The doctors wrapped the bruise in a bandage and gave her an ice pack. The patient withheld her coumadin dose for two days. Both meter and laboratory inr values suggested a supratherapeutic anticoagulation, which was counteracted by withholding the next 2 doses. No information was provided which suggests the device caused or contributed to an adverse event of the patient. The patient currently feels fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is several times per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose had not changed prior to the event. The patient is not taking any new medications, has had no diet changes, and has had no illnesses. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 247896) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.